Event description:
It was reported that a user¿s newly placed dexcom g7 phased out of connection with the ilet, with no alerts on the ilet and the buffer wheel visible by the battery, and the user was advised to wait for reconnection. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact and no change in therapy. Investigation included customer interview and on-call troubleshooting. Investigation of this case revealed transient signal loss not reproduced during the call and device indicators consistent with routine buffering and reconnection behavior. It was concluded that the event was due to temporary signal interruption, and normal operation resumed after waiting.